Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that there were high impedances on right and left sides. The patient reportedly had anxieties about the implant battery status as it had reached elective replacement indicator (eri) status. It was noted that the patient had fallen multiple times and hit their head, but this was due to advanced stage of disease and was unrelated to the device and therapy. The patient reportedly did not feel stimulation. It was reported that the rep would send information to the patient¿s healthcare professional (hcp). Left stn programmed group a: 1-, 2+; 3.1 v; 60 us; 130 hz group b: c+, 1-; 3.1 v; 60 us; 130 hz group impedance: 1,025 ohms impedances c<(>&<)>0: 16,486 ohms c<(>&<)>1: 1,042 ohms c<(>&<)>2: 1,002 ohms c<(>&<)>3: 18,343 ohms 0<(>&<)>1: 14,898 ohms 0<(>&<)>2: 15,266 ohms 0<(>&<)>3: 32,314 ohms 1<(>&<)>2: 1,123 ohms 1<(>&<)>3: 19,499 ohms 2<(>&<)>3: 19,499 ohms right stn programmed group a: c+, 5-; 2.6 v; 60 us; 130 hz group b: c+, 5-; 3.2 v; 60 us; 130 hz group impedance: 844 ohms impedances c<(>&<)>4: 23,316 ohms c<(>&<)>5: 844 ohms c<(>&<)>6: 757 ohms c<(>&<)>7: 639 ohms 4<(>&<)>5: 23,855 ohms 4<(>&<)>6: 25,214 ohms 4<(>&<)>7: 24,613 ohms 5<(>&<)>6: 952 ohms 5<(>&<)>7: 996 ohms 6<(>&<)>7: 808 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep), reporting that the patient's healthcare provider (hcp) set up an appointment for (B)(6) 2017 to troubleshoot the impedance issues. The rep also reported that the hcp consulted with the patient regarding an ins replacement due to the patient's ins reaching the elective replacement indicator (eri) due to normal battery depletion. After the appointment on (B)(6) 2017, the rep clarified information from the initial report. The rep reported that the patient told them they did not feel anything different in their stimulation therapy after any of their falls, meaning there was not change in their symptom control. The electrode impedances were assessed and then multiple electrode impedances were assessed with putting stress on the connection areas (device/extension connection in the pocket and lead/extension connection in their neck). There was no change in any of the electrode impedance results with these assessments. The contacts they are currently using our functioning normally. The rep went on to report that the patient was scheduled for surgery to replace their ins due to normal battery depletion on (B)(6) 2017. The rep reported that the hcp recommended not revising anything else at this point as the risk to disrupting the normal functioning contacts would be too great. No patient symptoms were reported. No further patient complications have been reported as a result of this event.